Event description:
An endurant limb (etlw1613c93e); was intended to be implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported during the index procedure, upon opening the packaging of the endurant ii stent graft, the delivery system was found to be damaged. The large blue wheel on the device was damaged. The stent graft did not come into contact with the patient, and the device was not implanted. A replacement device was opened and implanted successfully. Per the physician the cause of the damaged delivery system is undetermined. Its unknown if the outer packaging had any damage from s hipping. The box was sealed when taken off the shelf.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.